Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. It is unknown if the lens was fully inserted and removed during the same procedure. Section d6b: if explanted; give date: unknown/not provided. It is unknown if the lens was fully inserted and removed during the same procedure. Section e1 telephone number : (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective as lens would not implant. Only the cartridge tip touched the eye. The lens was inserted and removed during the same procedure. It was also reported that there was a 5 minute delay. There was no vitrectomy, incision enlargement, or sutures required. The patient fully recovered. No further information is available.